Manufacturer narrative:
Findings: pump was received with intermittent button response due to corroded keypad traces. No moisture damage found on electronic assembly/motor. Unit had normal operating currents and no unexpected off no power, low battery or battery out limit alarms or blank display noted. No constant tone alarm or vibrating noted. Unit had minor scratched lcd window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer had a blood glucose level was 125 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.